Manufacturer narrative:
(B)(4). Concomitant medical products: 11-363661 - 36 mm modular head type 1 taper ¿ 771170, 11-104056 - m/h sld/apx hle rnglc shl 56 mm ¿ 952470, 15-103203 - taperloc microp lat fmrl 9.0 mm - 016960. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05070.

Event description:
It was reported patient underwent left hip revision approximately 2 years post implantation due to instability. The head and liner components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: item# unknown liner lot# unknown, item# unknown screw lot# unknown. Reported event was confirmed by review of op notes which indicated patient underwent revision due to instability in left leg, subluxation and dislocation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional MDR associated to event: 0001825034 - 2018 - 09667.

Event description:
It was reported patient underwent left hip revision approximately 2 years post implantation due to instability and multiple subluxations/dislocation. The head and liner components were removed and replaced.